Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve looked good under fluoro scopic inspection, and physicians attempted to deploy the valve shallow twice. Upon first deployment, the valve appeared to get caught on one of the surgical aortic valve replacement (savr) stent posts or leaflets, after dislodging on the delivery catheter system (dcs). The valve was recaptured and a second deployment attempt was made, however both the first and second deployments showed infolding on the valve. After discussion, the valve and dcs were removed and a new valve and dcs were used to successfully complete the procedure with no problems, aside from a 5 minute procedural delay. No adverse patient effects were reported. Additional information was received that a misload was not identified during loading due to the valve looked great under fluoroscopy inspection. A pre-implant balloon aortic valvuloplasty was not performed. During the implant, a valve-in-valve procedure was performed. A medtronic confida guidewire was used during the procedure. Per the physician, the valve was deployed too shallow, and the inflow of the transcatheter aortic valve replacement valve appeared to be getting caught on the stent posts where the existing failed medtronic surgical aortic valve replacement leaflets were attached that contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.